Event description:
Tibial impactor broke.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted impactor confirmed the breakage. The root cause is being attributed to misuse through misalignment. The impaction surface of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. Based on the determination of misuse through misalignment as the root cause, the need for corrective action is not indicated. Trends are being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.